Event description:
It was reported that the device's head part would slowly go down while the patient was lying on it having a procedure. There was patient involvement, but no serious injuries or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection of the unit was scheduled to be performed by a stryker field service technician. The stretcher was not located in the facility upon his visit to perform evaluation. The issue was resolved for the customer by advising them to raise a new service request with stryker when they found the unit.

Event description:
It was reported that the device's head part would slowly go down while the patient was lying on it having a procedure. There was patient involvement, but no serious injuries or clinically relevant delay in treatment was reported.